Event description:
Cgm accuracy there was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). 4581- difficulty breathing, sweaty.